Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in describe event or problem is being filed under a separate medwatch reports.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. During use of two hi-torque (ht) balance middleweight (bmw) universal guide wires, it was noted that the distal portion between the tip coating and the body was not radiopaque; however, the procedure was successfully completed using the two guide wires. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.